Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The reported resistance could not be confirmed as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging was not returned. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with moderate tortuosity, mild calcification and 90% stenosis, a balance middleweight (bmw) elite ii guide wire was advanced into the lesion. However, as the distal part of the lesion was tortuous an attempt was made to fully advance the bmw elite ii guide wire to the distal part of the lesion by torquing but there was difficulty crossing. While advancing the bmw elite ii guide wire by torquing, torque was transmitted but the distal end of the guide wire did not seem to move. Reportedly, no substantial force was applied. Thus, the bmw elite ii guide wire was pulled to be removed from the patient anatomy and only the proximal portion of the guide wire was removed. The proximal portion of the bmw elite ii guide wire was withdrawn from the patient anatomy without any issues and the distal portion of the separated bmw elite ii guide wire was pushed against the inner lumen of the guiding catheter with a non-abbott balloon catheter inflated at a low pressure. Then the guiding catheter, guide wire and non-abbott balloon catheter were removed from the patient anatomy. A new guide wire was used to complete the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.